Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0519171v, implanted: (B)(6) 2005, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3389-40, lot# j0222808v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported that the patient had made a mistake on (B)(6) having prostate removed. The patient stated ¿never trust anyone again.¿ patient¿s eating blood pressure was 201/99 and had stayed for 10 hours did not function right anymore. It was noted that from peeing to brushing their teeth to trying to eat it was all different because the healthcare professional had not said that it had to be turned off. Patient was having a myelogram later on the date of this report. It was clarified that the patient¿s wife stated that her husband was not the same anymore because the implant was left on for his procedure. Patient¿s blood pressure was a side effect of this as well as trouble functioning. Additional information was requested, but had not been received as of the date of this report.